Event description:
It was reported that a cartridge alarm occurred during insulin delivery.customer's blood glucose (bg) was 551 mg/dl. Nothing was done on the call with cts to address bg level. Customer was unable to finish troubleshooting with cts because of a low phone battery. The customer reverted to manual injections for insulin therapy. The customer will follow up with cts later to finish troubleshooting when the phone battery is charged.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.